Manufacturer narrative:
The mayfield base unit was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The base handle assembly was not building up enough pressure, and its bearing pins were drawn inside the housing. The handle can no longer be used and has been replaced. The inspection also showed that the transitional members thread was worn off and needed replacement. Additionally, to reassemble the unit, a few worn off small parts was exchanged. A function was carried out after the repair and the unit marked with the instance number. Root cause - the returned unit required replacement of worn components, including the handle and transitional member as part of repair services. Probable root cause based on the reported information is routine wear and tear of the device and components. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) was used on a patient undergoing "re-implantation of a left extension of a deep brain stimulation" procedure. The clamp was positioned on the head of the patient and connected to the system. Subsequently, the patient's head was being re-positioned and at that time, the transitional member went out its position and the head of the patient fell. No injury was observed as the surgeon caught the head of patient. However, they stated that the issue could lead to risk of cervical fracture and quadriplegia, and that the surgery was terminated and could not be completed for another reason, which was unrelated to the mayfield dysfunction.